Event description:
It was reported that bd posiflush-sp label is missing on the syringe. The following information was provided by the initial reporter, translated from danish to english: the received some posiflush without any label. Before use missing label on the posiflush syringes. I have photos from the customer - but I cannot attach it.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 306574 and lot number 4129613. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. One (1) shelf carton of product was received with six (6) syringes without barrel labels. The unit packaging was intact. Although the production history review did not identify an exact manufacturing cause for this incident, it is possible that it resulted from a failure in the vision system. The manufacturing process has a vision system in place to detect issues related to the barrel label, including missing label. In this case, the issue could have resulted after the vision system, due to a failure in the double rejection station. If the syringe has no label, the rejection station must reject it. However, if there is a failure in the rejection, the station stops, and it does not allow the machine to run. The operator must check for the cause of the stoppage and remove any defective samples. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.